Manufacturer narrative:
Pump was received with no vibration during self-test due to broken vibrator motor wire. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received, but beeps very low. Insulin pump was set to vibrate. Customer's blood glucose was unknown. During troubleshooting, insulin pump failed vibrate test. Customer was advised that insulin pump would need to be replaced.